Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported error. The fse reviewed the error logs and found error code #43 occurred numerous times. The fse recommended to the customer that the fiber optic sensor (fos) module be replaced. The customer declined having the fos module replaced at this time. The fse performed a pre-use check. All tests passed. Full calibration check, functional testing and safety check were completed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications except for the fos module test. The unit was returned to customer and device was not cleared for clinical use. The customer was advised.

Event description:
The customer reported the intra-aortic balloon pump (iabp) had an a.p. Optical sensor failure, prior to use. There was no patient involvement, thus no adverse event was reported.